Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the circled area looks like it could be a broken grip cable, as I don¿t see the cable running along the outermost distal idler pulley.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.